Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of primary and revision usage sheets that the patient's right knee was revised. A 3 x 16 ps insert (5532-g-316) was revised to another 3 x 16 ps insert (5532-g-316-e).